Manufacturer narrative:
H3: analysis of recharger. Model #: 97755. S/n: (B)(6). Reveled: high reading na. Low reading na. No anomalies were visually observed. No device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they can't get their implant charged and they're getting rm03, rm04, and rm01 system problem error message. Agent reviewed possible causes of system error messages. Patient did not have their equipment with them at the time of the call. Agent instructed the patient to call back when they equipment is present. Patient mentioned that they called patient services last week regarding this issue. Patient also mentioned that their ac power supply was replaced in the past. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# unknown, product type: recharger. Product ID: 97745, serial# unknown, product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported their manufacturer representative (rep) is going to try to help because the company could not replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# unknown, product type: recharger. Product ID 97745, serial# unknown, product type: programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating that the issue was persisting, the controller kept throwing codes rm04 and rm05. Patient stated that it's not charging their battery and in the last 24 hrs it has not been able to find their battery. Patient said that "it's burning their skin at this point to leave it on". Patient mentioned that their recharger and controller were never replaced and when they talked to their rep, they were instructed to call patient services to request for the controller and recharger be replaced. Agent reviewed information and sent a request to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.